Event description:
It was reported that during a visceral procedure, the device could not be reopened because it was not completely retracted, while the usual sound had been heard. The device cut and stapled with the 5th cartridge. The surgeon removed the tissue from the bits without any injury. He was able to use another device to open the device. No pt consequence was reported.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.